Event description:
It was reported the motor stall continued to come up when the pump was interrogated. The motor stall did not recover. The cause of the stall was unknown. The patient was receiving therapy. The pump was also delivering clonidine and bupivicaine.

Event description:
It was reported that a pump motor stall occurred. The patient experienced withdrawal and was supplemented with oral medication. The pump was replaced on (B)(6) 2012. The device system was used to deliver morphine 30mg/ml. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709, lot# j10895r10, serial# implanted: (B)(6) 2001, explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump motor revealed gear train anomaly; corrosion.